Manufacturer narrative:
Pt age: the exact patient age is unknown; however, it was reported that the patient was born in 1952. This event occurred as part of clinical study headed by dr. (B)(4) (clinical evaluation of the uphold mesh for the surgical treatment of uterine-predominant prolapse: a prospective, multicenter trial). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was implanted into the patient on (B)(6) 2014. According to the complainant, the device was implanted without any specific issue. As part of the protocol, the physician checked for proper ureter flow during the procedure by injecting a specific blue dye and checking that this blue dye came out of the ureters in the bladder with a cystoscopy. The result of this exam was normal. When the patient woke up after the surgery, she presented with flank pain. The physician performed a uroscan which confirmed a ureteral kink. Two days after the original procedure, a cystoscopy was performed under general anesthesia and a double j stent was implanted into the right ureter to restore the urine flow. The patient is reported to be "well" with the ureteral stent. According to the physician, there was no malfunction of the uphold device; however, he believes that the ureteral kink is attributable or related to the uphold device and implantation procedure.